Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient, coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis and on (B)(6) 2010, received remedial therapy with a loading dose of vancomycin 2gm intraperitoneally (ip) and fortum 250mg ip twice daily. The patient was hospitalized on (B)(6) 2010. At the time of this report, the antibiotic therapy and the dianeal pd2 ultrabag therapy were ongoing; and the patient was still hospitalized. The outcome of the event of peritonitis was reported as unknown. The consumer reported it was his opinion the peritonitis was not related to the dianeal pd2 therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.